Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one month post implant a pocket infection was suspected thus a revision procedure took place. It was noted that the left side where the device was located looked swollen and the skin looked dark. Dark blood was observed when an incision was made. The blood was taken for testing as well as some subcutaneous tissue. The system was removed and the pocket was cleaned and the procedure was completed. The physician believed the hematoma was caused due to a valve replacement the patient has had and the patient taking anticoagulants. The results of the subcutaneous tissue and blood were negative. No additional adverse patient effects were reported.